Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After a standard transeptal crossing and laa access, the 27 mm closure device was deployed in the laa. The closure device met release criteria and subsequently the device was released. While assessing the heart post release, it was observed that the device had shifted position. The physician observed that the device no longer appeared optimal in either position or size. The position of the device was now proximal to the ostium of the appendage. Upon remeasuring at the appropriate angles, the device no longer met all minimum compression requirements. It was decided to attempt to snare the device, however after many unsuccessful attempts, the device remained in its final place of settlement which was still proximal to the ostium of the laa. It was determined the patient would receive a transthoracic echocardiogram(tee) prior to discharge, and would have an accelerated follow-up within a week or two post discharge. It was further reported that the device remained in its position, slightly proximal to the ostium. The patient has been discharged from the hospital and a follow up tee is scheduled.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After a standard transeptal crossing and laa access, the 27 mm closure device was deployed in the laa. The closure device met release criteria and subsequently the device was released. While assessing the heart post release, it was observed that the device had shifted position. The physician observed that the device no longer appeared optimal in either position or size. The position of the device was now proximal to the ostium of the appendage. Upon remeasuring at the appropriate angles, the device no longer met all minimum compression requirements. It was decided to attempt to snare the device, however after many unsuccessful attempts, the device remained in its final place of settlement which was still proximal to the ostium of the laa. It was determined the patient would receive a transthoracic echocardiogram prior to discharge, and would have an accelerated follow-up within a week or two post discharge.